Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump delivered a bolus without user input. Additionally, the pump shut off unexpectedly. The customer's blood glucose level was above 400 mg/dl. Customer declined troubleshooting for the issue with tandem technical support, therefore no additional information was obtained.